Event description:
Reportedly during patient use, the silence/reset led was blinking red. Also, the shutdown alarm did not work. Medical intervention was taken as a result of this malfunction (ambu bag was used on the patient before switching to another ventilator). There was no resulting patient injury or death.

Manufacturer narrative:
(B)(4).